Manufacturer narrative:
The deflation of the pilot balloon would cause the clinician to extubate and re-intubate patient complaint confirmed with photos. Received root cause investigation from the supplier. Root cause cannot be determined but a likely root cause is damage from handling, transportation, or preparation. Per the risk analysis performed with RMA-20024b, the severity rating of the complaint is 6, which is less than the threshold of 8 which triggers actions related to initiating the CAPA process. Reviewed the complaint history for the 24 months preceding the complaint reporting date. There is no trending issue. Sent resolution to the customer.

Event description:
After intubation, the pilot balloon wouldn't inflate. Patient was extubated and reintubated.

Event description:
After intubation, the pilot balloon wouldn't inflate. Patient was extubated and reintubated.

Manufacturer narrative:
The deflation of the pilot balloon would cause the clinician to extubate and re-intubate patient